Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 446 mg/dl, 122 mg/dl, 107 mg/dl, 104 mg/dl, 89 mg/dl, and 91 mg/dl. Low blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.